Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07715 and 2134265-2015-07714. (B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, index procedure was performed. Target lesion #1 was located in the proximal right coronary artery (rca) to the distal rca with 99% stenosis and was 38mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and a 3.5x38mm promus premier&#10244;rug-eluting stent. Post-dilatation was performed with 10% residual stenosis. Target lesion #2 was located in the mid rca to the distal rca with 80% stenosis and was 38mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and a 3.50x38 mm promus premier&#10244;rug-eluting stent. Post-dilatation was performed with 10% residual stenosis. Target lesion #3 was located in the 1st right posterolateral (rpl) branch with 95% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and a 3.00x28mm promus premier stent. Post-dilatation was performed with 10% residual stenosis. On the same day, the patient experienced a post-procedure myocardial infarction located in the inferior that prolonged the patient's hospitalization. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.